Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received.  The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. See h.10.

Event description:
It was reported that the adapter/connector of the bd intima-ii¿ closed IV catheter system was found damaged during use, and a new syringe was replaced, causing a delay in treatment for the patient. The following information was provided by the initial reporter, translated from chinese to english: on july 31st, by following the doctor's advice, the patient was given a closed intravenous indwelling needle for infusion treatment. Nurse carried a disposable sterile syringe for the patient's catheterization, and found that there was fluid leakage in the y-type cavity of the indwelling needle. Immediately replace a new disposable sterile syringe for the treatment of the patient. This incident delays the treatment of the patient, increases the pain of the patient and increases the medical cost. There is no device combination in this event.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the adapter/connector of the bd intima-ii¿ closed IV catheter system was found damaged during use, and a new syringe was replaced, causing a delay in treatment for the patient. The following information was provided by the initial reporter, translated from (B)(6) to english: on july 31st, by following the doctor's advice, the patient was given a closed intravenous indwelling needle for infusion treatment. Nurse carried a disposable sterile syringe for the patient's catheterization, and found that there was fluid leakage in the y-type cavity of the indwelling needle. Immediately replace a new disposable sterile syringe for the treatment of the patient. This incident delays the treatment of the patient, increases the pain of the patient and increases the medical cost. There is no device combination in this event.